Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: initial reporter: (B)(6). Event site name: (B)(6) hospital.

Event description:
It was reported by nurse during patient use that cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. Fiber optic did not show arterial numbers. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, unique identifier (UDI) #), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by nurse that during patient use, the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. Fiber optic did not show arterial numbers. Nurse switched over to transducer and continued to use the pump without issue. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to obtain additional information on this complaint event. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.